Manufacturer narrative:
The customer stated that there was a puddle under probe drip tray although no visible leakage from reagent probe could be observed. Bci customer technical specialist (cts) had the customer to check connection to a/b valve, syringe, wash collar, top of probe, and recommended the customer to do vertical alignment. Service visited on (B)(6) 2011. The field service engineer (fse) primed and checked out system, but did not find anything failing and could not duplicate the leaking. The fse replaced reagent probe a collar wash vacuum valve based on the customer's description. The fse loaded reagents back on instrument and calibrated as necessary, followed by qc. No further complaint on leaking has been filed as of (B)(6) 2011.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from a reagent probe on unicel dxc 600i synchron access clinical system. There was no effect to patient or user.